Event description:
Customer reported a no delivery alarm. The blood glucose reading was 457 mg/dl. Customer was treated with an insulin pen. He was assisted with performing a 5 unit fixed prime and stated that insulin did exit. He was advised to change the infusion set. Customer reported that the infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.